Event description:
A complaint of imprecise readings was received with customer's precision xtra meter. A reading of 21 and 5.3 mmol/l was compared within a two minute time-frame. When plotted on a parkes error grid, the results fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Investigation results are not available at present. When completed, results will be sent in a follow-up report.